Event description:
After iabp for two days, check "iab cath" alarm sounded frequently from the system 90t pump. (Event complications: none from the event - reported 9/18/98.) (Pt's current status: unk - reported 9/18/98.)